Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 43 mg/dl at the time of the incident. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated the pump was over delivering as it gave the customer insulin when they were low. Troubleshooting was not completed but the caller stated the customer was not disconnected during the prime sequence. The customer was having sensor issues. The insulin pump will not be returned for analysis.